Event description:
It was reported that shaft break occurred. While a 3.50 x 38 synergy drug eluting stent was being advanced, the shaft broke in half. There was no harm to the patient and the procedure was completed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis broken in 2 pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 575 mm distal to the distal end of the strain relief as well as multiple hypotube kinks immediately distal and proximal to the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. While a 3.50 x 38 synergy drug eluting stent was being advanced, the shaft broke in half. There was no harm to the patient and the procedure was completed.